Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issue of it rebooting by itself was confirmed. The asp opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable was not fully seated to the ift. The asp plugged in the ift cable to the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was that the ift cable was not fully seated to the ift.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was rebooting by itself. There were no reports of patient use associated with the reported issue.